Event description:
It was reported the patient's superficial infection appears to be improving and antibiotics will be continued for 3 months. There were no cultures taken and no fever but there is some crusted drainage, but no fresh drainage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's infection has resolved.

Event description:
Device 1 of 4. Reference MFR report #1627487-2015-12124, 1627487-2015-12129, 1627487-2015-12130. It was reported the patient was seen for her post-operative appointment. All three of the patient's incisions were infected. The physician had prescribed pre-operative antibiotics, but the patient was not compliant with taking the medication. The patient was given instructions for cleaning and caring for the wounds. The patient reported she will be seen by a wound care specialist at her living facility. The physician also prescribed oral and topical antibiotics. It is unknown if the wounds were cultured. Follow-up revealed the superficial infection appears to be improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.